Manufacturer narrative:
(B)(4). Reported lot # unk . No device catalog was reported, therefore a lot history review is unavailable.

Event description:
N/a

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. A supplemental report will be submitted once all investigation activities have been finalized.

Event description:
Received incrowd survey 38487 beating heart pms: (B)(6) 2024, where they commented "occasionally the feet don't hold and have to be unlocked and re-locked." When asked about the stabilizer or positioner mount does not move when it is locked.